Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered three infusion sets cannulas kinked events on 06-june-2024 and 09-june-2024 within 3 hours of insertion. The site of insertion was upper buttocks. The blood glucose level was reported high and treated using multi-daily injection (mdi). Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.